Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg?: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a wayne pneumothorax catheter set or tray occluded. On day 1 of admission, the 69-year-old female patient was treated for purulent malignant pleural effusion with ultrasound-guided, midaxillary placement of a wayne pneumothorax catheter. The procedure was performed in the operating room. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. Tissue plasminogen activator and dornase were instilled into the chest tube at some point during indwell time. On day 6 of admission (5 days post-procedure), the patient experienced chest tube blockage/obstructed lumen, which was treated with additional chest tube placement. In addition, tissue plasminogen activator, and dornase were instilled daily in all three pigtail catheters placed during admission, which failed to resolve the problem. The event did not resolve until the chest tube was removed for video-assisted thoracoscopic surgery procedure on day 16 of admission. The device indwell time was 15 days. The patient was discharged from the hospital 48 days post-procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the catheter from a wayne pneumothorax catheter set or tray occluded. On day 1 of admission, the 69-year-old female patient was treated for purulent malignant pleural effusion with ultrasound-guided, midaxillary placement of a wayne pneumothorax catheter. The procedure was performed in the operating room. The device was successfully placed in the desired location, confirmed by x-ray, and attached to active wall suction. Initiation of drainage was successfully achieved. Tissue plasminogen activator (tpa) and dornase were instilled into the chest tube at some point during indwell time. On day 6 of admission (5 days post-procedure), the patient experienced chest tube blockage/obstructed lumen, which was treated with additional chest tube placement. In addition, tissue plasminogen activator, and dornase were instilled daily in all three pigtail catheters placed during admission, which failed to resolve the problem. The event did not resolve until the chest tube was removed for video-assisted thoracoscopic surgery procedure on day 16 of admission. The device indwell time was 15 days. The patient was discharged from the hospital 48 days post-procedure. A lot number or a rpn was not provided. A sales search for wayne devices sold in USA in the last 3 years identified the rpn c-utpty-1400-wayne-112497-imh as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU) were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: intended use: ¿the modified wayne pneumothorax set is intended for relief of simple, spontaneous, iatrogenic and tension pneumothorax.¿ contraindications ¿not recommended for large fluid accumulation or hemothorax.¿ instructions for use ¿9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve.¿ based on the available information, no product returned, and the results of the investigation, cook concluded that the patient's condition likely contributed to this event. It was noted that the device was placed to drain a purulent malignant pleural effusion, and tpa and dornase were instilled in the chest drains. Therefore, it is reasonable to presume the drainage fluid was viscous which could lead to occlusion of the catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.